Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's personal diabetes manager (pdm) was reported to be broken and a new pdm was not delivered in time. The patient went to bed with a pod still active but did not want to remove it because she would not be able to deactivate it without a pdm. The patient was found unconscious the next morning and taken to the hospital by ambulance. The blood glucose measured enroute was 18 mg/dl. The patient was immediately given intravenous glucose by the paramedics. Treatment at the hospital included long and short acting insulin. The patient was seen at hospital (B)(6) and was still admitted at the time of reporting, expecting to stay a few more days.